Manufacturer narrative:
Insulin pump received with intermittent button, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window and cracked case on display window corners.

Event description:
Customer's mother reported that the insulin pump returned a button error alarm. Caller did not recall any significant events leading up to the error alarm. Blood glucose level was 67 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.